Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 140 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (to remove essure). In 2020 she experienced pain ("ectpoic pain"). At the time of the report, the pain was resolving. No causality assessment was received for essure with regard to medical device removal or pain. The reporter commented: conflicting information regarding essure start date: (B)(6) 2014. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 140 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). In 2020 she experienced pain ("ectpoic pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pain was resolving. No causality assessment was received for essure with regard to medical device removal or pain. The reporter commented: conflicting information regarding essure start date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 140 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). In 2020, she experienced pain ("ectpoic pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pain was resolving. No causality assessment was received for essure with regard to medical device removal or pain. The reporter commented: conflicting information regarding essure start date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review it was noted that this case is found to be duplicate 2023a130139 therefore this case needs to mark for deletion. All references , documents, source documents are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.